Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer, it was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, upon investigation of the device, a field service engineer noted that the retractor cable was damaged, caused by excessive heat. Therefore, this case has been deemed reportable as a thermal event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main half-height (hh) drawer 2.2 was not detected on the bus. A field service engineer (fse) verified the errors on the screen, replaced the retractor band, and tested the drawer's visibility on the bus. The drawers were opened and closed without any issues. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6) medical center.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d medical device model, unique device identifier (UDI), section e initial reporter addr2 and initial reporter facility name, section g manufacturing location. The reported issue broken retractor band was confirmed during fse testing and subseguently validated in the dchu inspection process. The retractor band was initially evaluated by the field service engineer (fse) according to work order (wo) (B)(4). The fse performed a check and found that the main half height (hh) drawer 2.2 was not detected on the bus. The fse verified the errors on the screen, replaced the retractor band, and tested the drawer to confirm it appeared on the bus. The drawers were opened and closed with no issues. After inspection and replacement of the retractor band, the pharmacy technician tested the device and reported no problems. The device operated as intended and exhibited no further issues. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the retractor band broken. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on the adjacent copper strands of the assy retractor drawer half height cubie. There were no adverse events or injuries reported based on this event.